Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2267 alarm (air in line) occurred on the homechoice (hc) device during dwell 1 of 10. The patient was connected at the time of the alarm. The registered nurse (rn) stated that there were no obvious reasons for the se. The technical service representative (tsr) advised the rn to end the therapy and start over using all new supplies. There was no patient injury or adverse event associated with this report.